Event description:
The manufacturer was contacted in reference to a simplygo device. There was an allegation of melted inlet filter. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation.